Event description:
Event description cpi received information that this endotak down-sized lead (0125) had the rate sensing portion capped, due to oversensing and inappropriate shocks. The high voltage portion of the lead remains active. Another lead was added to the patient's system for the rate sensing portion.